Manufacturer narrative:
Evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported a patient with decreased vision following an intraocular lens (iol) implant procedure. It was noted that the patient has a minor "after cataract," although the customer considers a yag laser procedure unnecessary at this time. Product sample is unavailable for return as it remains implanted.